Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a problem unloading the device, wherein the reload failed to fully eject from the adapter. The light emitting diode (led) on the device indicated all was ok and it could take a new reload. When getting it off with difficulty a piece of fire load was jammed into the adapter. They could not put a new one on the adapter. The nurse said that it looked like a part of the reload broke off and was in the adapter when they pulled the adapter off (some for required), new adapter was put on and case was completed without delay. There was no patient injury.